Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the driveline cable of a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number is unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the available information, the reported event may be attributed to driveline cable damage. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cable had a fracture at the skin exit site which was repaired previously. However, the ventricular assist device started alarming again for high power, suggesting the single stator status of the pump. Therefore, the decision was made to perform a splice repair of the driveline. The driveline cable had a damage at the skin exit site; the outer silicone layer was broken and the internal metal fibers were exposed. Approximately 8 cm of the tunneled portion of the cable was exposed. A manufacturer's engineer spliced the cable upward exposing the internal metal fibers. A new 20-inch driveline was connected to the pump without interruption of vad support. The vad remains in use. No patient complications were reported as a result of the event. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.